Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified mid left anterior descending artery. A 2.50 x 24mm synergy ii drug eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.